Event description:
A customer reported that 1-2 drops of diluent were observed on the caps of sample tubes intermittently after cycling and piercing on the unicel dxh 800 coulter cellular analysis system. The customer was wearing a lab coat, gloves and safety goggles at the time of the event. There was no report of exposure to mucous membranes or open wounds, and the operator did not seek medical attention. The material safety data sheet (msds) was not reviewed, but it is readily available. There is an exposure control or risk management plan in place at the facility. Patient results were not impacted. There was no death, injury or change to patient treatment attributed or connected to this complaint.

Manufacturer narrative:
The field service engineer (fse) found diluent had been seen on 5 or 6 specimen tube caps in the morning and no fluid had been observed on stoppers since. The fse did not find fluid spray or dripping on the cassette or in the specimen transport module (stm)/sample aspiration module (sam) areas. The probe wash collar and tubing was in good condition. The fse removed and cleaned the wash collar, performed wash collar alignments, and flushed the probe waste vacuum chamber with bleach solution. No fluid was observed dripping or spraying throughout precision and sample runs. The precision run recovered within specifications. The root cause of the leak is unknown. (B)(4).